Event description:
It was reported that following an initial arthroscopy surgery, the implants were discovered to be disassociated through fluoroscopy, and the patient was revised five (5) days later. During the revision, the surgeon attempted to correct the existing implants by tightening the adapter and glenosphere to reattach them to the baseplate. This was unsuccessful due to the glenosphere rotation resulting in the taper not locking. The implants were removed and replaced with new products after stability was confirmed, and the case was completed without any additional complications reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 010000589 (66157711). Associated product information, part (lot): 115395 (386500). G2: foreign - the event occurred in china the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2. Further investigation determined that the product is not concomitant in the reported event, as the glenopshere rotation was found to be due to the disassociation of the baseplate and taper during the revision. It did not contribute to the serious injury; therefore, it was determined to be not reportable. The initial report should be voided. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.